Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pacemaker exhibited backup vvi operation. A software download was completed. The pacemaker dependent patient experienced difficulties moving and breathing following the change in his pulse generator output; however, the issue was reportedly resolved.